Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The manufacturer's field service engineer (fse) did not confirm the reported pressures issues. No repair was made the fse was unable to reproduce any issue, system was in use for more than two hours not registering any problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports pressures issues. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.